Manufacturer narrative:
Submit date: 8/26/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the that the patient got peritonitis because the baxter transfer set disconnected from the covidien plastic adapter during the night and the patient reconnected. The peritoneal dialysis nurse (pdrn) stated that the patient got peritonitis because the transfer set (ts) disconnected from the plastic adapter during the night and the patient reconnected. The pdrn stated that they did not notice any defects with the ts but that it was replaced. The pdrn does not know how long the patient was using the ts prior to the event. The hp was not hospitalized for the event but was treated with vancomycin intraperitoneal. The dose and frequency is unknown. The pdrn stated that the culture of the pd effluent was (B)(6). The hp has recovered from the event. Date of event was (B)(6) 2016.

Manufacturer narrative:
Submit date: 11/10/2016. Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The actual sample involved in the reported incident was not returned for evaluations. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. The available information was analyzed and it did not allow to confirm a root cause for the event, however, the probable root cause were identified as user misuse, defective material, inspection not performed, and/or non-conforming product received from supplier. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.